Manufacturer narrative:
The returned meter (B)(4) has been tested with returned test strips (lot 0977107) with low-level control solution (lot 9f1p10) and high-level control solution (lot 9f3p10). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings were found in the device's internal memory log within 10 minutes. Please note that this meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.

Event description:
A hospital reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of "lo" (less than 20 mg/dl) and 101 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.